Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). However, a correction was made to complainant name. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA (B)(6)district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The sample was returned with the arrow visible in the ready window; however, only the stylet was retracted. An attempt was made to prime the device by twisting the rotational knob. This was unsuccessful. The device could not be fully primed or fired and appeared to be jammed. Further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs for both samples were found to be broken. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to broken cannula hubs. The issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal tissue density, using two needles, after taking the first tissue sample for both needles, the device was primed successfully but did not collect the tissue sample. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.